Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 for a left ventricular lead repositioning procedure after experiencing capture issues as well as high and out of range pacing impedances. Prior to the procedure, testing found that the ring electrode was at fault, and that the lead was otherwise functioning appropriately. Programming changes were made to address the issue instead of repositioning the lead. No further intervention was reported. The patient was stable throughout.